Event description:
Taxus express2 clinical study same case as 2134265-2008-01951. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was 2.38 mm in diameter, 61% stenosed, 40.8 mm long portion of the proximal left anterior descending (prox lad) artery, there was no calcification or tortuosity. The physician treated the lesion with direct stent placement of two taxus express2 (3.5 x 28 mm and 2.75 x 24) study stents. A dissection occurred. This was treated with an unk balloon catheter. The lesion was not post dilated. The physician confirmed that post treatment stenosis was 0%. The stent placement was well apposed with no gap. The pt was discharged the next day in stable condition. Follow-up eval was performed. There were no symptoms. In the opinion of the physician, the relationship of the dissection to the taxus stent is possibly related.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.